Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm tests. No excessive no delivery alarm or motor error alarm noted. However noisy motor was noted during testing due to faulty motor. The motor passed the motor test. The drive support disk was inspected and no anomaly was noted. The device was also received with scratched lcd window and cracked reservoir tube lip.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had motor error alarm and no delivery alarm. The blood glucose at the time of the incident was 139 mg/dl. The customer stated that the motor was sounding different and reported that the drive support cap was sticking out. Troubleshooting was not able to resolve the issue. The device was returned for analysis.